Event description:
During surgery a piece of the standard insertion handle chipped off and was sucked up through the suction line and was found in the suction canister. X-rays were obtained and no other broken or missing pieces noted.